Event description:
Filter migrated to left pulmonary artery in an elongated shape with no crossed legs. Physician unsuccessfully attempted to snag filter. Placed a greenfield filter. Snf filter remains implanted, no future plans to remove snf. Pt discharged on 9/26/97 with no add'l complications.